Manufacturer narrative:
Device 4 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 28-may-2024, it was reported that patient faced 7 infusions sets fell off during use between (B)(6) 2024. The infusion set was in use for 6 hours. Blood glucose levels during the event was 230 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.